Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lithotriptor tip of the guidewire cracked during a therapeutic endoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presumed the cause from the obtained information. The event can be prevented by following the instructions for use which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device.